Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited loss of capture at maximum output and high impedance. The lead was capped and replaced. The patient was asymptomatic post procedure and was discharged from the hospital the following day.